Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had changed the infusion set 6 times because of insulin flow block alarm. The customer stated that they had reported the same issue. The customer stated the infusion sets are from the same box. The customer reported that the event was resolved by changing the complete infusion and reservoir set. The customer¿s blood glucose level was 200 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
(B)(6). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.